Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) sensor was connected, an iab optical sensor failure alarm occurred. Artery pressure was then measured by the central lumen and the iab was used successfully. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. The sensor cable was found to have three kinks approximately 16.3cm, 18cm and 18.5cm from the connector tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and three breaks were observed within the sensor cable at all the kinked locations. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) sensor was connected, an iab optical sensor failure alarm occurred. Artery pressure was then measured by the central lumen and the iab was used successfully. No patient injury was reported.